Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment. The procedure was delayed and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfiles identified x-ray generator errors. Upon troubleshooting actions, fse identified an issue with the tube rotor/anode and cooling unit problem. The defective roco velera replacement kit was returned for analysis and it was concluded that the cause of the failure was electrically defect. Fse replaced the roco velera replacement kit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system displayed a low load fluoroscopy message. The issue was found during clinical use. No harm has been reported to philips.